Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: f/g,promus element,mr,ous 2.75x24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The 10th most proximal stent strut row was damaged; a stent strut was lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube kink 50mm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 88% stenosed target lesion was located in the calcified left anterior descending (lad) artery. A 2.75x24mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. However, the device failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.